Manufacturer narrative:
(B)(4) - battery leakage. Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer claims that the alarm unit has signs of battery leakage. No other product details provided. There was no pt incident or injury reported.